Event description:
Kestra customer care received a notification that the patient had received a therapy shock on (B)(6) 2023. Customer care further reported that they contacted the patient who was conscious and was going to call 911 immediately following the call. Patient's caregiver further informed that the patient is being taken to the hospital. The device event log data indicated that 5 shocks were delivered to patient between 5:07 pm and 5:37 pm. The patient further reported receiving shocks despite not wearing the system. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing . Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. The monitor and therapy cable appear to function normally and as expected. Additional information was obtained from the patient and the field rep confirmed the patient was working in their garage during the incident. The root cause appears to be poor ECG connection combined with some sort of mechanical vibration and/or electromagnetic interference. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.